Manufacturer narrative:
The customer called technical support to report a connection oxygen (o2) with leak issue. Per good faith effort (gfe) response, the field service engineer (fse) stated that there was an external leak on a hose that was attached to the ventilator. A service quote for evaluation and repair was sent to the customer for approval; however, the fse was not able to evaluate or repair the device as the customer did not accept the quote, and no work order was generated. Therefore, it is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating a connection o2 with leak issue. At this time, it is unknown if there was patient involvement at the time the issue was discovered. The customer reported a connection o2 with leak issue. A service quote has been sent for customer approval.